Manufacturer narrative:
The patient was admitted with a 99%, heavily calcified, moderately tortuous lesion in the right superficial femoral artery. Access was in the left femoral artery and the lesion was pre-dilated. An unknown stent was placed and then a smart control was advanced over a guidewire, however, the distal tip failed to cross the target lesion and the stent delivery system was stuck with the guidewire. Both devices were removed together. When the stent delivery system was pulled out from the guidewire, with extra force, the distal edge of the stent was prematurely deployed. The stent delivery system was advanced once again; however, the distal stent was caught at the target lesion. The stent delivery system was removed and the procedure was successfully completed with another product. One non sterile smart control 6x100 mm was received. No visual anomalies were found. The stent was received partially deployed 3 mm. The involved guide wire was not returned for analysis. A 0.035" cordis guide wire was inserted through the smart control inner lumen without friction or resistance. The od from the outer body and the od from the distal tip were measured and were found within specification. Review of lot 15257549 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure to cross reported by the customer could not be confirmed during analysis since no anomalies were found on the unit. The resistance/friction reported by the customer could not be confirmed during analysis since no anomalies were found on the returned unit. The premature deployment reported by the customer was confirmed. The cause of the premature deployment could not be confirmed. Controls are in place to prevent this type of failure from leaving the facility. No corrective action will be taken at this time, since the cause of the premature deployment does not appear to be manufacturing related. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted with a 99%, heavily calcified lesion in the right superficial femoral artery. The vessel was moderately tortuous. The puncture was in the left femoral artery and the lesion was pre-dilated. An unknown stent was placed in the lesion. Then, a smart control was advanced over a guidewire, however, the distal tip failed to cross the target lesion and the stent delivery system was stuck with the guidewire. Both devices were removed together. When the stent delivery system was pulled out from the guidewire, with extra force, the distal edge of the stent was prematurely deployed. The stent delivery system was advanced once again on the patient , however, the distal stent was caught at the target lesion. The stent delivery system was removed and the procedure was successfully completed with another product.